Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3 date of event is estimated.

Event description:
It was reported the patient was unable to place their scs system into surgery mode, prior to an unrelated surgery procedure. In turn, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.